Event description:
Our sales reported that during a surgery it was observed that the device had a crack. Because of this issue there was a delay of 10 min. No other adverse consequences were reported. A replacement was available and the surgery was completed.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.